Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 4.1 and 4.2 had failed and were not detected on bus. The field service engineer (fse) opened the back panel and observed that the light emitting diode lights for the drawer were not illuminated. The fse verified that the pyxis bus cable was secured, but the lights remained off. The station was then shut down, and the back panel of the drawer was opened for further testing. Using a multimeter, the fse tested each drawer controller and determined that the sub-drawer controller for drawer 4.1 was reading less than one ohm. The defective controller was replaced along with the module controller, which was no longer powering up. The controller for drawer 4.2 tested within normal limits. After reassembling the components, the station was powered on, allowed to boot into the application, and updated with the latest firmware. A diagnostic test was then performed, and all functions were verified. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, failed to access drawer and failure code states that device was not detected on bus. Restarted device but did not work. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.